Event description:
It was reported that during closure of fascia in a diagnostic laparoscopy, open incisional hernia repair, and small bowel resection, the suture broke from the swage (connection of needle and thread) while suturing. An additional suture was required to complete the closure, and the physician ran another suture from the other side to meet in the middle. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.